Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead, (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient reported feeling their heart being fast. An evaluation of the electrogram from the remote monitoring transmission showed the device was calling p-waves as atrial refractory and when the atrial pace occurred it was at the same time as the ventricular sensing. The device auto post ventricular atrial refractory period setting was maintaining a window which was preventing the p-wave from being sensed. The device is still in use. No patient complications have been reported as a result of this event.